Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01162. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil became stuck as the physician was advancing it through a non-penumbra microcatheter and, consequently, the ruby coil unintentionally detached within the microcatheter. The physician removed the microcatheter with the ruby coil inside and then reinserted the same microcatheter. The physician attempted to place a new ruby coil, however again the coil became stuck and then unintentionally detached. The physician removed the microcatheter with the ruby coil inside and then completed the procedure using other coils and the same microcatheter. There was no report of an adverse effect to the patient.